Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 18 lp low profile balloon catheter was returned for investigation. No damage was noted to the catheter or the hub/strain relief. The re-wrap tool was present on the catheter shaft. Leakage was noted at the proximal end. The balloon was ruptured longitudinally and is1.4cm in length. Crows feet was not detected, however this was difficult to note due to bio-material that was present. Both the catheter and balloon length were within specifications. A document-based investigation was performed. The device history record was reviewed and 3 non-conformances were noted; however, they were all scraped before the work order was processed as normal. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
PMA/510k#: k130293. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 18 lp low profile balloon catheter was used in a lower extremity angiogram. It was reported, during the second inflation at nominal pressure, the balloon ruptured inside a previously placed zilver flex stent. Prior to balloon inflation, laser atherectomy of in-stent restenosis was performed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.